Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: a review of the black box showed no power interruptions. The battery compartment was cracked alongside the pump and below the bumper pad. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was run for 24 hours with no power issues. The battery cap contact measurements were within specifications. The pump was opened to find no damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.